Manufacturer narrative:
This report being submitted is a follow up report due to the device returning and a lab evaluation being carried out on 14-aug-2020.

Event description:
Supplemental report is being submitted to update this report to indicate the device has been received and evaluated. The device was used for endoscopic biliary stent placement. The pig-tail part of stent got kinked, so a wire guide could not be advanced in the stent. Therefore, another zebd-7-15 was used. No adverse effects to the patient reported. This report being submitted is a follow up report due to the device returning and a lab evaluation being carried out on 14-aug-2020.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-15 of lot #c1697477 was returned to cirl for evaluation open in its original packaging. This file is related to another file which was created to cover the negative feedback of ¿the user requests the curve of the pig-tail should be loose¿. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 14th aug 2020. . The pigtail straightener was straightening the tapered end pigtail. On the tapered kinks were noted on the 2nd, 3rd, 4th and 5th portholes. A 0.035¿ wire guide would not pass the kinks. The device involved in the complaint was evaluated in the laboratory on 9th october 2020 for the purpose of measuring the specs of the device. The length of the straightener measured approx. 4.8cm which agreed with the spec of 5cm+ 0cm/-1cm. He diameter of the stent measured 0.092¿ which was within spec of 0.092¿ +/- 0.002¿.the length of the pigtail measured 13mm which was within spec of 13mm +/- 1mm. Documents review including IFU review: prior to distribution all zebd-7-15 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-15 of lot number c1697477 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1697477. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. As per customer request it was confirmed that there was no change to the design of the straighteners we use lately. It was noted in the lab evaluation conducted on the 9th october 2020 that both the straightener and the undamaged pigtail from the returned device were within spec for the device. As per engineering input both the straightener and undamaged pigtail on the returned device both seemed normal and that there was no reason why either wouldn¿t function as intended. It was acknowledged that the presence of the pigtail did contribute to the kink as there will always be resistance when passing the pigtail straightener over the pigtail as you are attempting to force a round shape straight and that if the if the tube was straight (ie. No pigtail) it would not have kinked when the pigtail straightener was passed over it. The customer also commented that ¿the user requests the curve of the pig-tail should be loose¿. This negative feedback has been acknowledged and dealt with in another file. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened with the pigtail straightener. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for endoscopic biliary stent placement. The pig-tail part of stent got kinked, so a wire guide could not be advanced in the stent. Therefore, another zebd-7-15 was used. No adverse effects to the patient reported.